Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.